Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with c6-7 pseudoarthrosis, status post anterior cervical discectomy and fusion with peek cage and underwent exploration of arthrodesis, removal of peek cage, redo discectomy, bilateral foraminotomies, inter-body instrumentation using 9 mm height peek cage with bone morphogenic protein type 2, anterior non-segmental instrumentation c6 to c7 using plate, micro-dissection and fluoroscopy. As per-op notes, ¿¿a 15 scalpel was used to incise the skin, then bovie cautery was used to dissect through the subcutaneous tissue and to divide the platysma muscle in transverse fashion. A sharp sub-platysmal dissection was performed. The scar tissue layer was followed down, medial to the border of the sternocleidomastoid and medial to the carotid sheath. The prevertebral space was located and there was considerable scarring. The esophagus was mobilized laterally and held with a handled retractor. The retractors were used to develop the prevertebral plane. A spinal needle was placed at the presumed c6-7 level and this was confirmed under lateral fluoroscopy. The scar tissue was skeletonized and the peek cage became apparent. The longus colli muscles were taken down bilaterally and a trim line retractor was placed. The screws were removed from the peek cage. The cage was locked into position and the cage had to be removed by drilling it out with a high-speed drill. The cage was removed in pieces. The wound was copiously irrigated and the peek material and the tantalum markers were removed. The drill was used to drill down the endplates from the interbody space. The ligament and posterior annulus was divided. Extensive foraminotomies were performed¿¿a peek cage was selected and filled with the appropriate volume of bone morphogenic protein type 2 coated collagen sponge. This was then impacted into the inter-vertebral space¿..¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.